Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a case, the instrument broke inside the pt. It was further reported that all the broken pieces were retrieved and the pt was not harmed. Further, the case was extended over an hour during the retrieval process which required add'l anesthesia.